Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Correction to data entry error on the following fields: outcomes attributed to adverse event: "death" (the date was reported, but the check box was inadvertently left blank on previous report).

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This for the annular rupture. Please reference related manufacturer report no: 2015691-2019-01654 ; per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results suggest a possible patient prosthesis mismatch, different annulus size detected by diastolic phase CT scan and systolic one or leaflet calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), during the deployment of the 29mm sapien 3 valve the ultra delivery system balloon burst when 2cc still remained in the syringe. At the same time, hemodynamic values showed evidence of a pericardial bleeding. Tte confirmed the bleeding and immediately a pericardiocentesis was performed (with a vascular introducer and a pigtail catheter). 20cc of blood was aspirated and the bleeding stopped. Then it was attempted to remove the ultra delivery system but the balloon would not enter the axela sheath. Therefore the delivery system and sheath was retrieved together back into the femoral artery. Then the delivery system tip separated after applying a lot of pull force on the delivery system. It was then possible to remove the axela sheath but the tip remained in the patient and was occluding the femoral artery. Several attempts to restore blood flow were performed percutaneously but unsuccessfully. Then it was decided to get the cardiac surgeon to isolate the femoral artery and remove the tip of the catheter from the artery. During this phase, the hemodynamic condition of the patient was good with good pressure and the pericardial bleeding was under control and stable. The patient was under conscious sedation. Just before cutting the artery, the surgeon asked to do 3000 units of heparin and then the bleeding in the pericardium started again. The patient¿s hemodynamic condition dropped down and the anesthesiologist decided to intubate the patient. The surgeon performed a sternotomy in order to reduce the bleeding and then decided to move the patient to the or. Before moving the patient to or, he had a cardiac arrest which was treated by defibrillation and manual cardiac massage. The conditions became better and the patient was moved for surgery. During the open chest surgery, the ultra valve was removed, two tears under the left coronary cusp and non-coronary cusp were sutured by autologus pericardium patch and then a carpentier edwards 23 was implanted. After closure of the chest, the patient died in intensive care unit due to an irreversible cardiac arrest.